Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a guide wire fracture occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous bifurcation of the left anterior descending (lad) artery and first diagonal (d1). The patient presented with a myocardial infarction. The physician placed a 3.5mm x 28mm liberte stent in the proximal lad. Next a 2.75mm x 28mm liberte stent was placed in d1. The physician attempted to advance the choice pt graphix guide wire across the distal lad lesion, however, the wire "kicked" and this attempt was unsuccessful. As the physician removed the guide wire from the lesion, the distal tip of the wire detached in the 3.5mm x 28mm liberte stent located in the proximal lad. The physician advanced another choice pt graphix guide wire and placed a 2.75mm x 24mm liberte stent in the distal lad. Next, a 3.5mm x 16mm liberte sent was placed in the proximal lad to secure the detached guide wire tip to the vessel wall. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a guide wire fracture occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous bifurcation of the left anterior descending (lad) artery and first diagonal (d1). The patient presented with a myocardial infarction. The physician placed a 3.5mm x 28mm liberte stent in the proximal lad. Next a 2.75mm x 28mm liberte stent was placed in d1. The physician attempted to advance the choice pt graphix guide wire across the distal lad lesion, however, the wire 'kicked' and this attempt was unsuccessful. As the physician removed the guide wire from the lesion, the distal tip of the wire detached in the 3.5mm x 28mm liberte stent located in the proximal lad. The physician advanced another choice pt graphix guide wire and placed a 2.75mm x 24mm liberte stent in the distal lad. Next, a 3.5mm x 16mm liberte sent was placed in the proximal lad to secure the detached guide wire tip to the vessel wall. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed that the distal tip was curled and approximately 0.5cm of poly was missing from it. Approximately 2-2.5cm of the distal tip detached from the wire. The outside diameter of the device was measured and was found within specifications. A microscopic examination of the distal tip revealed that the fracture site exhibited a noticeable twist. The fracture surface exhibited elongated dimpled ruptures in a torsional direction. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).